Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Return of the suspect device was requested for evaluation.